Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had telemetry issues. An over-discharge was suspected. The pt did not use the implantable neurostimulator (ins) in the summer time. The last recharge was in june. It was later reported that surgery was pending. The battery was not working. The pt continued to have problems with the system.